Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the erbe was faulting and displaying error c-00 at startup. Customer tried multiple erbe power cycles prior to calling tse, but issue persisted. Tse had customer turn off erbe and disconnect from wall power then restart but error still occurred. Site did not have compatible third-party energy to perform surgery with the robot and will perform the case laparoscopically instead. The procedure was converted to a traditional laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The first iesu was dead on arrival and had to use a second iesu. The system was tested and verified as ready for use. The first iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During testing, the iesu displayed error code c-33 on start and generator log showed c-00. The second iesu has been evaluated by the fa. Fa was not able to confirm the reported complaint via system logs, but logs show multiple errors through april and may 2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Generator log showed error m-02.

Manufacturer narrative:
The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.